Manufacturer narrative:
Final analysis found that a partial lead was returned. An insulation abrasion was noted at 9.9 cm to 10.1 cm from the distal tip. The abrasion found most likely resulted in the reported complaint of noise, sensing and high capture thresholds.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds, sensing anomaly and high pacing impedance. A remote alert due to noise was received on (B)(6) 2015. The lead was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.